Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient had a femoral shaft fracture. It was reported that during the procedure, the drill sleeve did not fit into protection sleeve. This was the case for both pairs of magenta sleeves. The surgeon continued without inner drill sleeve, firing guide wires through outer protection sleeves. The surgery was completed with the correct final position of recon screws; however, this technique was very demanding and timely. There was no harm to the patient. A twenty minute surgical delay was reported. This report is 2 of 4 for complaint (B)(4).

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is not implanted/explanted. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.